Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address dislocation. Doi (B)(6) 2013 - dor (B)(6) 2013 (right hip). Update 09/06/2013 - patient's medical records were received. There is no new information that would change the existing MDR decision. Dob: (B)(6) 1973. Records indicate the patient's left hip was revised on (B)(6) 2013, however follow-up was conducted with the sales rep who indicated that he believes it was the patient's right hip as indicated on the der. The sales rep is conducting more follow up and will get back with customer quality if additional information is available. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. Medical records were obtained. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Further information would be needed to simply clarify the correct side. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.